Event description:
It has been reported to philips that, the wireless footswitch was not connecting to the system during a procedure and wifi signal was showing red. User have been used wired foot pedal to proceed furher. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the device was in clinical use at the time of the event and the procedure was completed by using the wired foot switch. A philips remote service engineer (rse) inspected the system remotely and confirmed that the wireless footswitch was not working. Per the information collected, the wi-fi indicator on the footswitch was red, which indicates that there was an error in the wireless connection. The wireless connection with the base station was re-established after software update. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a field safety corrective action (2021-igt-bst-020). The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.